Event description:
Customer reported the spring wire guide was kinked in package prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. The assembly cap was not returned. It was noted that the guide wire was not inserted through the blue advancer/straightener tubing. No definite signs of use were observed. Visual inspection revealed two kinks across the body. During normal assembly, these kinks would have been located inside the guide wire tubing. No damage was observed on the guide wire tubing. Microscopic examination confirmed the kinks on the guide wire body. Both welds were present and appeared to be full and spherical. The kinks on the guide wire 155mm and 460mm from the proximal weld. The guide wire length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .79mm which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Despite the kinking, the guide wire was able to pass completely through the subassembly with little to no difficulty. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed both welds were fully intact on the guide wire. Manufacturing has been previously contacted for defects of this nature. They stated that all guide wire assemblies are 100% inspected by an automated vision station before being packaged. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Two kinks were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the kinked portions of the guide wire would have been located inside the tubing assembly protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported the spring wire guide was kinked in package prior to use. No patient involvement.